Manufacturer narrative:
Findings: pump received with no button response due to corroded keypad traces. No button error alarm during testing. Pump received with cracked reservoir tube lip noted. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer stated that the numbers kept scrolling and she can't clear the alarm. The customer does not recall any significant events leading to the alarm. The customer was advised that the device would be replaced and agreed to return the product for analysis. Customer was advised to discontinue use of the device and revert to a backup plan.